Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found error m-02 confirming the event occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and the unit displayed errors m02 and m-03 on start-up. The unit also failed instrument detection test on the monopolar and bipolar sockets. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a module time out in the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) the boive was not activating. The customer provided integrated electrosurgical unit (iesu) had error m-02. The onsite was not connected. Prior to calling the customer swapped the vision side cart (vsc) and same issue on 2nd vsc. The tse advised the customer that the 2nd vsc was a different software version and not compatible. The customer swapped the vsc back to original vsc and connected force triad with energy activation cable and proceeded with case. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was informed that the incident occurred prior to the start of the case. There were no injuries to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.